Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dyspareunia ('intermittent dyspareunia'), arthralgia ('joint painful syndrome') and systemic inflammatory response syndrome ('inflammatory syndrome') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2014, the patient had essure inserted. In 2015, the patient experienced arthralgia (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), systemic inflammatory response syndrome (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and adenomyosis ("suspected adenomyosis"). The patient was treated with surgery (hysterectomy with salpingectomy via vaginal route). Essure was removed on (B)(6) 2019. At the time of the report, the dyspareunia, arthralgia, systemic inflammatory response syndrome, pelvic pain, dysmenorrhoea, menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and systemic inflammatory response syndrome to be related to essure. The reporter commented: essure lot number and sample were unknown. The patient experienced intermittent dyspareunia, with worsening for several months, associated with menorrhagia for more than one week, requiring fibrinolysis inhibitor. Removal of essure inserts was performed under general anesthesia by hysterectomy with salpingectomy via vaginal route and not coelioscopy due to uterine symptoms and probable difficulties to remove implants (patient with obesity and difficulties to reach uterine horns, due to probable remodeled uterus). Joint painful syndrome associated with inflammatory syndrome possibly considered as intolerance syndrome with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') and systemic inflammatory response syndrome ('inflammatory syndrome') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus operation in 2010 and ovarian cystectomy in 1994. Concurrent conditions included abdominoplasty since 1992, obesity, asthma, hypercholesterolaemia (unstable) and adenomyosis (probable). In 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic inflammatory response syndrome (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("intermittent dyspareunia"), menorrhagia ("menorrhagia") and arthralgia ("joint painful syndrome"). The patient was treated with antifibrinolytics and surgery (total hysterectomy with bilateral salpingectomy via vaginal route). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, systemic inflammatory response syndrome, dysmenorrhoea, dyspareunia, menorrhagia and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and systemic inflammatory response syndrome to be related to essure. The reporter commented: essure lot number unknown, sample not available. The patient experienced intermittent dyspareunia, with worsening for several months, associated with menorrhagia for more than one week, requiring fibrinolysis inhibitor. Removal of essure inserts was performed under general anesthesia by total hysterectomy with bilateral salpingectomy via vaginal route and not via coelioscopy due to uterine symptoms and probable difficulties to remove implants (patient with obesity and difficulties to reach uterine horns, due to probably remodeled uterus). Joint painful syndrome associated with inflammatory syndrome possibly considered as intolerance syndrome with essure. Reporter stated that essure was removed on patient's request, due to joint pain syndrome, inflammatory syndrome, pelvic pain, dysmenorrhea, intermittent dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pharmacist returned essure device removal questionnaire: patient height: 160cm, weight 92kg. Medical history added: abdominoplasty in 1992, ovarian cystectomy in 1994, meniscus surgery in 2010, asthma,unstable hypercholesterolaemia. Current condition: probable adenomyosis (not reported as event, but as concomitant condition, thus removed as event). Essure was removed on patient's request. Events had started in 2015, outcome after essure removal was unknown to reporter. Health authority number was also received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.